Event description:
It was reported that a patient experienced a leak during peritoneal dialysis. The patient was connected to the device at the time of this event. The event occurred during fill one of peritoneal dialysis. The leak was found to be by the cassette and wetness was found under the homechoice. The patient would restart therapy with all new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.